Event description:
During a procedure at l5-s1 the tip of the inserter broke off inside the inferior endplate. Surgeon could not re-engage the endplate with another inserter so he removed the entire implant. Surgeon felt the vertebral endplates had cracked, so he changed the procedure to a fusion rather than place another disc.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing. No conclusion can be drawn. A review of the manufacturing records has been requested.